Event description:
The reporter did three back to back blood glucose tests using the same fingerstick with reading results of 34 mg/dl, 93 mg/dl and 116 mg/dl. Before testing, he used alcohol to cleanse his fingers. A lifescan rep reviewed proper test techniques with him. Control solution test results were in range 112, 115, (91-136). On follow-up the reporter stated he is now getting accurate readings.